Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted; concurrent procedures- tah, bso and a&p repairs. It was reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel problems, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent intraurethral bulking and coaptite was injected into the patient on (B)(6) 2012 due to recurrent sui. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted due to sui, menorrhagia, anemia, cystocele, rectocele and uterine fibroids. (B)(4).